Event description:
During a surgical procedure, the cautery spatula fell out of the scalpel cautery instrument and into the pt. It was reported that this occurred twice during the same procedure with the same instrument. In the first occurrence, it was reported that the cautery spatula fell out during dissection. In the second occurrence, it was not reported when the cautery spatula fell out during dissection. In the second occurrence, it was not reported when cautery spatula fell out but it was found while retrieving a needle.